Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 due to peritonitis. The patient's fluid culture tested positive for pseudomonas and corynebacterium. The white blood cell (wbc) count and source of infection was unknown. Antibiotics prescribed were ceftazidime and vancomycin. In the hospital the pd catheter was removed and the patient was permanently switched to hemodialysis. The patient was recovering from peritonitis and was doing much better. As of (B)(6) 2017 the patient continued to perform hemodialysis without issues.

Manufacturer narrative:
MFR report number 8030665-2017-00398 is being retracted as a non-reportable event. During hospitalization pseudomonas was identified from the pd catheter exit site, at which point the decision was made to remove the pd catheter. The patient was diagnosed with peritonitis by means of a positive pseudomonas aeruginosa culture obtained from the pd catheter status post removal. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product as the peritoneal dialysis catheter is not a fresenius product.

Event description:
MFR report number 8030665-2017-00398 is being retracted as a non-reportable event. During hospitalization pseudomonas was identified from the pd catheter exit site, at which point the decision was made to remove the pd catheter. The patient was diagnosed with peritonitis by means of a positive pseudomonas aeruginosa culture obtained from the pd catheter status post removal. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product as the peritoneal dialysis catheter is not a fresenius product.